Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process resulting in a bent needle. Customer's blood glucose level ranged between 133-134 mg/dl. A needle change was performed to address the issue.